Event description:
It was reported from germany that the "patient showed up in hospital on (B)(6) december. He showed high flow/high power, little increase of [lactate dehydrogenase] ldh around 400. Site stated that patient had this symptoms earlier, received several shots of atp' in the other situations. Patient has always inr in the recommended range." The patient was also given heparin. The patient is reportedly stable with no signs of hemolysis. The power and flow levels reportedly returned to normal and the patient was up and mobile on a "normal" ward in the hospital. The ventricular assist device (vad) remains implanted therefore it will not be returned to the manufacturer for further evaluation. No further information is available at this time.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed two "high watt" alarms. Pathology exam confirmed the presence of unorganized platelet thrombus on the superior surface of the impeller, which would increase the power requirements resulting in the high watt alarms. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The potential for a device thrombosis is a known risk for use of this device, as stated in the instructions for use (IFU). The IFU also addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0).